Manufacturer narrative:
(B)(4).

Event description:
It was reported that during change out procedure, the right ventricular lead exhibited low impedance and loss of capture. The lead was capped and replaced. No patient symptoms were reported. No additional information was available.